Event description:
It was reported that the remaining estimated longevity for the battery of this implantable cardiac resynchronization therapy defibrillator (crt-d) decreased to 5.5 years over the course of 7 years. A request was made to have data from this device analyzed. Data analysis has not been completed at this time. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.